Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and lead. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Multiple failure modes were referenced in the article, with no specific device model failure indications. The failure modes were noted as: ventricular arrhythmia events (vt/vf, non-sustained vt and/or shock), loss of biventricular pacing, capture management warnings, lead problems, and "ventricular sensing episodes.¿ the status of the device/lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Correspondence was sent to the author requesting additional information, with no reply at the time of this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: integration of remote monitoring of device diagnostic parameters into a multidisciplinary heart failure management program. International journal of cardiology. 2014;172(3):606-607. (B)(4).